Event description:
It was reported that bd alaris smartsite pump infusion set was kinked. The following information was received by the initial reporter with the following verbatim. The drug was unable to circle prime to gravity as there was a kink in the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.